Manufacturer narrative:
The device will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
Primary procedure was performed on (B)(6) 2018, the patient was implanted with a ovation ix main body, and three ovation ix iliac limbs. Secondary procedure was performed on (B)(6) 2018, for an unknown reason. An additional ovation ix iliac limb was implanted in the patient. No additional event or patient information is available.